Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When impacting the cup the vizadisc popped off the same peg 2 weeks in a row. It was fully seated. There seems to be an issue with the peg that the vizidisk attaches to. When dr. (B)(6) was impacting the cup, the vizadisc popped off the peg. It happened last week but we thought the reason may have been that the vizadisc wasn¿t all the way seated. This week, I doubled checked that the vizadisc was fully seated before impacting the cup implant. The same peg lost the vizadisc this week just like last week. I checked the lot # for the vizadiscs and they were different. The vizadisc was discarded. Tha case.

Event description:
When impacting the cup the vizadisc popped off the same peg 2 weeks in a row. It was fully seated. There seems to be an issue with the peg that the vizidisk attaches to. When dr. Padden was impacting the cup, the vizadisc popped off the peg. It happened last week but we thought the reason may have been that the vizadisc wasn¿t all the way seated. This week, I doubled checked that the vizadisc was fully seated before impacting the cup implant. The same peg lost the vizadisc this week just like last week. I checked the lot # for the vizadiscs and they were different. The vizadisc was discarded. Tha case.

Manufacturer narrative:
Reported event: it was reported that the vizadisc could not assemble to the arrays product evaluation and results: visual inspection shows post damage. See attachment 1 for image of the instrument. Dimensional inspection was not completed since visual and functional inspection confirmed damaged post. Functional inspection confirmed pelvic array assembly, p/n 112230 damaged post not engaging vizadisc properly. Product history review: review of the product history records indicate (B)(4) were manufactured under lot no 19020315 and accepted into final stock on 08/07/2015. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, lot number 19020315 shows 01 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusions: visual inspection confirmed damaged post. Functional inspection confirmed vizadisc not engaging onto array post. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.